Manufacturer narrative:
The customer¿s report of an over-infusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(4) received a remote IV request for drugid 337 (ephochadu) to infuse 500ml over 24 hours at 3:59 pm on (B)(6) 2018. The rate was calculated to be 20.8ml/hr. The infusion ran until 2:09 pm on (B)(6) 2018 when the device was channeled off. The volume recorded as being infused during this period was 407ml. During the infusion there were multiple air in line alarms (26 instances). The log review also found several flow-stop open alarms (5 instances) which could explain some of the missing volume. The starting/ending volume of the fluid container cannot be determined through device logs. Although requested, the pump module was not received for investigation. The root cause of the reported over-infusion was not identified.

Event description:
The customer reported that a 500ml infusion of epoch (100mg) was programmed to infuse at 20.8 ml/hr for 24 hours however it completed in 20 hours. The facility's biomed department retrieved the device from the clinician. They noticed it was a little low on the rate side so they recalibrated it and it passed all tests. There was no patient harm.